Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event the same day as event onset. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotic (dose and frequency not reported). Fifteen days after onset, antibiotic treatment was discontinued. At the time of this report, the patient was not recovered from the peritonitis and was transferred to hemodialysis. No additional information is available.